Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the device diagnostic log indicated a restart in ventilation mode (4).it is unknown if there was patient involvement or harm.